Manufacturer narrative:
Bayer case number: (B)(4). The bilateral cornua contain a 0.6 mm v-shaped essure coil each embedded into myometrium [embedded device]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the bilateral cornua contain a 0.6 mm v-shaped essure coil each embedded into myometrium") in an adult female patient who had essure inserted. The patient had a medical history of excessive menstruation and frequency of menses. Concurrent conditions were listed as ovarian cyst, adenomyosis, dyspareunia, dysmenorrhea and menorrhagia. Essure was removed on (B)(6)2023. On an unknown date, the patient had essure inserted. On an unknown date she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6)2023: diagnosis uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: -uterine lelomyomata. ¿ adenomyosis. - benign proliferative phase corpus endometrium. ¿ benign uterine cervix. ¿ bilateral fallopian tubes with no pathologic change specimen source uterus, cervix, bilateral fallopian tubes. Clinical information: clinical history: pelvic and perineal pain, subserosal leiomyoma of uterus, other ovarian cyst, right side. Excessive and frequent menstruation with regular cycle. Gross description: the specimen is labeled uterus, cervix, bilateral fallopian tubes, is received in formalin, bilateral 6.8 x 0.5 cm fimbriated fallopian tubes. Representative sections are submitted in 6 cassettes: 1e right fallopian tube and fimbria, 1f left fallopian tube and fimbria. The bilateral cornua contain a 0.6 mm v-shaped essure coil each embedded into myometrium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-jan-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). The bilateral cornua contain a 0.6 mm v-shaped essure coil each embedded into myometrium [embedded device]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the bilateral cornua contain a 0.6 mm v-shaped essure coil each embedded into myometrium") in an adult female patient who had essure inserted. The patient had a medical history of excessive menstruation and frequency of menses. Concurrent conditions were listed as ovarian cyst, adenomyosis, dyspareunia, dysmenorrhea and menorrhagia. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: diagnosis uterus with cervix and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: uterine lelomyomata. Adenomyosis. Benign proliferative phase corpus endometrium. Benign uterine cervix. Bilateral fallopian tubes with no pathologic change; specimen source; uterus, cervix, bilateral fallopian tubes. Clinical information: clinical history: pelvic and perineal pain, subserosal leiomyoma of uterus, other ovarian cyst, right side. Excessive and frequent menstruation with regular cycle. Gross description: the specimen is labeled uterus, cervix, bilateral fallopian tubes, is received in formalin, bilateral 6.8 x 0.5 cm fimbriated fallopian tubes. Representative sections are submitted in 6 cassettes: 1e right fallopian tube and fimbria, 1f left fallopian tube and fimbria. The bilateral cornua contain a 0.6 mm v-shaped essure coil each embedded into myometrium. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.